Manufacturer narrative:
One ensite velocity¿ amplifier was received for evaluation. Based on the information and investigation provided to abbott, the root cause was isolated to bent pins. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrioventricular nodal reentry tachycardia, there was distortion due to the ensite velocity system navlink and ensite velocity amplifier, resulting in cancellation of the procedure. Distortion was observed on all four catheters used during the procedure. The precision electrode kit was correctly placed and connected. All cables and connections to the ep mapping and recording systems were exchanged. The procedure was stopped because it was not possible to continue due to the distortion.